Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (unable to baseline patient) has been confirmed. Upon investigation belt failed baseline test. The cause for the failure was isolated ECG c and d cable was not fully seated into j501 connector.  The root cause for the out of tolerance pins was unable to be positively identified. No adverse event resulted from the damaged cable.

Event description:
A us distributor reported that a (B)(6) patient's baseline was unable to be completed with an electrode belt.